Event description:
Patient samples were run on the suspect analyzer for potassium and were patient #1 14.8 meq/l, repeated on different analyzer and 4.0 meq/l. Patient #2 9.9 meq/l, repeated on different analyzer and 4.9 meq/l. Patient #3 15.4 meq/l, repeated on different analyzer and 4.3 meq/l. Patient #4 12.8 meq/l, repeated on differnt analyzer and 3.5 meq/l. Patient #5 13.7 meq/l, repeated on different analyzer and 4.4 meq/l. Patient #6 14.7 meq/l, repeated on different analyzer and 3.7 meq/l. No information on patient treatment.